Manufacturer narrative:
The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that  their device intermittently power cycles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The reported issue was isolated to the system pcb assembly. It was concluded that the device can not be repaired. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report that  their device intermittently power cycles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.